Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) encoder flex is out of specification. Display, main printed circuit board, and battery flex are corroded. Both bail covers, lower case and lead flex cover are contaminated. Upper case is broken and contaminated.